Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. The inratio and lab reading are within the confident limits as per our internal procedure tr#0150 rev 2. Product will not be investigated.

Event description:
The caller alleged discrepant result when compared with the lab result reported as follows: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: 2008. Inratio: 6.2, 5.7. Lab: 3.4, 2.6.